Event description:
Upon arrival for routine ventilator check and treatment, found pt disconnected from vent. No audible alarms from ventilator. Ventilator function check done after removal from pt. Low pressure alarm set at 12cm h2o. With vent cycling the circuit resistance exceeded 10-12cm h2o. With heat moisture exchange filter removed the low pressure alarm sounded. Conclude that resistance in hme exceeded low pressure alarm setting.